Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted the sample cannot be confirmed for device pullout as the sample was not returned for investigation. Without the sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.

Event description:
Terumo medical corporation received the following reported information: after treatment, the angio-seal device was used to achieve hemostasis. The device was fully inserted into the insertion sheath. The device was then pulled and locked. However, when the device/sheath assembly was withdrawn, the anchor came out of the insertion sheath without being positioned against the vessel wall. The device was not used, and a competitor's hemostasis device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the replacement device. Blood loss was less than 250cc. The procedure before deploying the device was permanent pacemaker implantation (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the left common femoral artery. The vessel's diameter was unknown. No equipment or other devices were used with the above product.